Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 42 months to 24 months in approximately six months. Boston scientific technical services (ts) requested device data for analysis, however it was unable to be provided. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 42 months to 24 months in approximately six months. Boston scientific technical services (ts) requested device data for analysis, however it was unable to be provided. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 42 months to 24 months in approximately six months. Boston scientific technical services (ts) requested device data for analysis, however it was unable to be provided. This device remains in service. No additional adverse patient effects were reported.